Event description:
It was reported that a truetome 44 device was used in the common bile duct during and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, according to the complainant, during the procedure, there was a clicking sound with the handle of the device and the angle of the catheter and the cutting wire were not in a good position in the endoscopic image. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Blocks d4 and h4: the lot number is not known per the complainant; therefore, the expiration date cannot be determined. Block h6: device code 3009 captures the reportable event of positioning problem. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the device was found in good condition with no visual damage. A functional evaluation noted that the device was correctly oriented when performing the orientation test. No other issues with the device were noted. The reported event was not confirmed. Upon analysis the returned device did not present any visual damage and performed orientation as intended. Additionally, the clicking sound was found to be a result of the active cord movement inside the ring gage nest and does not cause a functional issue. Based on all compiled information, the most probable root cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the expiration date cannot be determined. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 device was used in the common bile duct during and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, according to the complainant, during the procedure, there was a clicking sound with the handle of the device and the angle of the catheter and the cutting wire were not in a good position in the endoscopic image. The procedure was completed with another truetome 44 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.